Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensation due to positional change. It was also reported that the patient was also experiencing pain at the ipg site and was charging the ipg frequently. X-ray was taken and showed that the ipg was facing up. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively. The explanted ipg was not returned.